Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump was emitting multiple call service alarms, which was more than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a review of the pump¿s black box history showed multiple call service alarms were recorded on 12/14/2013. During testing, the pump performed the rewind, load, and prime steps correctly. The investigator was unable to clear or to edit and save a 1 unit per hour basal rate in the basal menu. The pump was not able perform a 24 hour duration test because the pump basal rate was unable to be programmed. An internal memory failure was confirmed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.